Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, long charge time was observed. Echocardiogram was performed on patient, and decision was made to turn off shock therapy. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.